Event description:
A caller reported a malfunction on their pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue, and continued using the pump without further problems. The caller was advised to contact support if the malfunction recurred, which was acknowledged and understood.